Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe electrical surgical unit (esu) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the erbe esu for evaluation, but the failure analysis evaluation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation and if additional information is obtained. A review of the site's complaint history revealed no other complaints related to this event. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer (tse). The investigation revealed the following possible related system error: error: c-01 - system error. Cpu did not receive a syscheckmaster can message within the expected time. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the esu was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was receiving an activation interrupted message every time they used monopolar energy. The issue was noticed at the end of the first case that day. The technical support engineer (tse) reviewed the system event logs and found error 25913 (c-01) indicating a system error. The tse walked the customer through power cycling the erbe vio electrical surgical unit (esu), but the issue remained. The tse then asked the customer to swap monopolar ports to no avail. When the tse asked the customer to perform power cycle of the system, the customer indicated they were unable to. The tse walked the customer through setting up their forcetriad third party esu and tested it. The procedure was proceeding as planned using the backup generator, with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) has received the integrated electro surgical unit (iesu) involved with the complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair.

Event description:
Refer to h10/h11 for follow-up information.